Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Customer stated that the reservoir compartment was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor also, stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.